Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned product shows damage caused during the assembly process within the surgical center. The damage can be reasonably assigned to improper placement of the assembly instrument as instructed within the surgical technique. No dimensional layout was performed as the related component features have been deformed to the point that inaccurate data would be attained. Alignment features between the poly component tabs and the tray tabs function properly. This check would indicate the components left biomet in a conforming condition. Root cause was determined to be use error. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under section 3.9.1, "humeral bearing does not assemble to humeral tray." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-08088.

Event description:
It was reported that during a total right reverse shoulder arthroplasty on (B)(6) 2015 the surgeon could not get the first bearing to seat in the tray. A second bearing was opened and still would not seat. This assembly was attempted on the back table and had no patient involvement. A new tray was opened and the second bearing was easily engaged into the tray and the procedure was completed without delay.